Manufacturer narrative:
(B)(4). Additional information requested but unavailable: did the device fully cut but staples were not deployed on the proximal portion of the staple line? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? On what tissue type was the device used? At what location on the tissue? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The ec60 device was received for analysis with no visual non-conformances and with three ecr60d cartridge reloads present. Cartridge (b, c, d) ecr60d, l51p44, were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The device was tested for functionality with the returned cartridge reloads (b,c,d) by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as the returned reloads were returned out of their sterile package.

Event description:
It was reported that during a gastric bypass procedure, the gripper during closing causes early release of staples at the proximal portion, with a first charger ecr60d and lot l4ec8p. The same problem happened with a second and third charger of the same reference and the same lot. The surgeon used another clamp to complete the procedure. There were no adverse consequences for the patient. Staple line leakage.